Event description:
It was reported that the patient had ineffective therapy reporting shocking sensations, numbness and worsening pain. Reprogramming did not resolve the issue, with the patient claiming mechanical and therapeutic failure. As a result, surgical intervention was undertaken on an unknown date to remove the entire system.

Manufacturer narrative:
Date of event is estimated.